Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx grip vascular closure device (vcd) was leaking contrast and saline during inflation and could not maintain inflation status. There was no reported patient injury. The deployer¿s mynx training status was described as experienced in training. The mynx vcd was prepped according to IFU instructions. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was leaking contrast and saline during inflation and could not maintain inflation status. There was no reported patient injury. The deployer¿s mynx training status was described as experienced in training. The mynx vcd was prepped according to the instructions for use (IFU). One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Additionally, one photo of the device was received. Per the picture analysis, the image shows the handle of the device still engaged with the black shuttle, being pulled in a distal direction by the user. A red circle highlights the distal end of the green handle, apparently to draw attention to what appears to be a liquid release, possibly interpreted as a leak. It should be noted that this type of liquid release is a normal part of the pressure relief mechanism and is not related to balloon pressure loss. No image of the balloon was provided, and no additional anomalies or notable details were observed in the photo. Per visual inspection of the device received, the shuttle was engaged with the black handle and the stopcock was in the open position. A cordis mynx syringe was attached to the unit. The catheter sheath introducer (csi), sealant, and advancer tube were not returned for evaluation. No additional anomalies were observed during the visual inspection. Per functional analysis, an inflation/deflation test was conducted, and the balloon inflated and deflated as expected. No issues related to the reported event were observed, and the balloon responded normally during the test. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis during the inflation/deflation test. The exact cause of the reported incident could not be conclusively determined during analysis. Based on the limited information available for review, picture analysis, and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no issue maintaining the inflation of the balloon during functional analysis. However, prepping/handling factors of the device are possible. Although not intended as a mitigation, the mynxgrip instructions for use (IFU) states during preparation, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ it should be noted that the device has a pressure relief valve that activates when the inflation pressure applied to the balloon exceeds 40 psis. Neither the product analysis, picture analysis, nor the available information suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.